Event description:
It was reported that the backup pacing after left ventricular capture threshold test resulted in ventricular tachycardia (vt). The device delivered ineffective antitachycardia pacing and high voltage defibrillation therapy. The vt resolved spontaneously. The physician did not allege a malfunction against the device and the alleged the device performed as expected based on the programmed settings. The device was reprogrammed to resolve the event, and the patient was in stable condition.